Manufacturer narrative:
Of the 107 allegations of a malfunction, 74 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 107 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-85 years of age and between 22 and 238 pounds. Of the reported patients, 44 were male, 62 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 2 instances of battery life failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.